Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nasogastric feeding tube "y" sites have been cracking/splitting over the last 3 months - particularly since the introduction of the new epump sets with yellow slips (that attach straight to the ngt without the need of an attachment). The customer stated that the tubes are not necessarily old (most only been in use 1 - 2 weeks). When cracked, feed leaks from the cracked site and the feeding tube needs replacement.